Event description:
Pt status post plate, wire reduction and screw implantation on (B)(6) 2012 for mandibular fracture returned to surgeon complaining of malocclusion on (B)(6) 2012. Pt was returned to operating room, surgeon removed the plate, wire and screws, readjusted the malocclusion and re-implanted the hardware with no further problems. This is 3 of 3 reports for this event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.